Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The mother of a customer reported via phone call that her son's insulin pump appeared to randomly administer 9.9 units of insulin. Customer is calling to report the incident only and declined troubleshooting. Customer's blood glucose was 143 mg/dl at the time of incident. Troubleshooting advised customer on the usage of the keypad lock and ran a self test on the pump. The pump passed and no further information was provided.